Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/24/2016 with the following findings: during investigation, a visual inspection showed that battery compartment was cracked and had damaged threads. A test cap was used for testing and was found to continue to spin and was difficult to remove from the pump. The returned battery cap had damaged threads and also continued to spin using a test pump. The battery cap contact height was found to be out of specification; the contact width measurements were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that they were unable to remove the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.